Manufacturer narrative:
The device was returned to olympus for inspection, and the reported issue was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was likely due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. The date of the event is unknown. A supplemental report twill be submitted when provided. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope has an image quality issue white band on the right side. This issue occurred during maintenance. There were no reports of patient involvement.